Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 284, 424mg/dl (meter). Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further info has been reported.